Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose was 50 mg/dl while requested assistance with setting up insulin pump and meter. Customer declined troubleshooting for low blood glucose and treated with juice. Insulin pump would not be returned for failure analysis.